Event description:
Admitted for right total hip replacement. During or had to replace locking ring and needed different size acetabular insert. Locking ring was noted by md to be defective (acetabular shell defective). Replaced with different size.